Event description:
It was reported that during an unknown procedure, the tissue pad on the device came off and the tip of the device became hot. It is unknown whether or not the tissue pad was retrieved. The procedure was completed using another device and there were no consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was tested with a generator and was functional. During functional testing, the device was activated for about one minute with no abnormal heat observed. The harmonic device is not overheating and is functioning as intended. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU can also result in removal of the pad during use. The device was disassembled to examine the condition of the internal components and no anomalies were found.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.